Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had the devices removed 9 months after the insertion via laparoscopy. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, given the positive temporal relationship and the absence of alternative explanation, causality with essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 06-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. After being implanted with essure, plaintiff began to suffer severe menstrual, abdominal, and back pain. Plaintiff suffered from heavy bleeding during her menstrual cycle and pain during intercourse since undergoing the implantation of the essure device. She also suffers from fatigue as a result of essure. Her chronic pain became so severe that she was prescribed hydrocodone in order to treat it. After having the essure devices implanted for less than a year, plaintiff sought to have both devices removed. Accordingly, on or about (B)(6) , plaintiff underwent laparoscopic removal of both devices. Despite the removal of her essure devices, plaintiff's painful symptoms continue to persist. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had the devices removed 9 months after the insertion via laparoscopy. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, given the positive temporal relationship and the absence of alternative explanation, causality with essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. Other non-serious events were informed. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad/ chronic pelvic pain'), abdominal pain ('severe abdominal pain/ pain that radiates to the back') and back pain ('severe back pain/lower back pain/sharp ache back pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2014, c-section in 2012, c-section in 2011, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, opiate withdrawal symptoms, abscesses of skin, tooth pain, viral hepatitis c, diarrhea, cholecystectomy (at the age of 21) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Uterus, cervix, left ovary, robotic-assisted laparoscopic hysterectomy and left oophorectomy: cervix: nabothian cysts and chronic cervicitis. Endometrium: basalis/weakly proliferative pattern with stromal edema and pseudodecidualized change. Serosa: no pathological abnormality. Left adnexa: status post previous salpingectomy with fibrosis, chronic inflammation, pigment dystrophic microcalcifications and change consistent with endometriosis (glands with cdio positive stroma). Benign ovary with multiple cystic follicles, corpus albicans,. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015, congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, endometritis, chest discomfort, dizziness, premenopausal symptoms, vaginal discharge, joint pain, migraine and pyuria. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol since (B)(6) 2015, furosemide (lasix) since (B)(6) 2015 and lisinopril since (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait disturbance, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding/ abnormal bleeding continual bleeding since implant"), dysmenorrhoea ("severe menstrual pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia."). In (B)(6) 2015, the patient experienced depression ("depression/depression made worse by essure/ pre-existing depression"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/ anxiety became worse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("left leg pain"), emotional distress ("emotional pain"), drug dependence ("drug addiction") and drug withdrawal syndrome ("drug withdrawal") and was found to have weight increased ("weight gain after hysterectomy caused by essure; gained 70 ibs."). The patient was treated with alprazolam, fluoxetine hydrochloride (prozac), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo-provera), ondansetron (zofran), sumatriptan, topiramate (topamax) and surgery (laparoscopic salpingectomy, laparoscopic hysterectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, depression and anxiety was resolving, the abdominal pain, menorrhagia, fatigue, weight fluctuation, migraine and nausea had not resolved, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the arthralgia, pain in extremity, weight increased, emotional distress, drug dependence and drug withdrawal syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, drug dependence, drug withdrawal syndrome, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had weight gain after hysterectomy caused by essure (gained 30 ibs so far). Upon essure removal, there was no portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. All alleged injuries for which not sought medical treatment: fatigue, weight gain after hysterectomy. Dates of removal: (B)(6) 2015, laparoscopic salpingectomy (B)(6) 2016, laparoscopic hysterectomy and left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: the coils were placed in the right position. Ultrasound scan - on (B)(6) 2014: liver appeared hypoechoic which can be seen with hepatitis. No focal hepatic masses identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, nausea, vomiting, abdominal pain, weight gain, anxiety, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad/ chronic pelvic pain'), abdominal pain ('severe abdominal pain/ pain that radiates to the back') and back pain ('severe back pain/lower back pain/sharp ache back pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2014, c-section in 2012, c-section in 2011, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, opiate withdrawal symptoms, abscesses of skin, tooth pain, viral hepatitis c, diarrhea, cholecystectomy (at the age of 21) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Uterus, cervix, left ovary, robotic-assisted laparoscopic hysterectomy and left oophorectomy: cervix: nabothian cysts and chronic cervicitis. Endometrium: basalis/weakly proliferative pattern with stromal edema and pseudodecidualized change. Serosa: no pathological abnormality. Left adnexa: status post previous salpingectomy with fibrosis, chronic inflammation, pigment dystrophic microcalcifications and change consistent with endometriosis (glands with cdio positive stroma). Benign ovary with multiple cystic follicles, corpus albicans,. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015, congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, endometritis, chest discomfort, dizziness, premenopausal symptoms, vaginal discharge, joint pain, migraine and pyuria. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol since (B)(6) 2015, furosemide (lasix) since (B)(6) 2015 and lisinopril since (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait disturbance, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding/ abnormal bleeding continual bleeding since implant"), dysmenorrhoea ("severe menstrual pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia."). In (B)(6) 2015, the patient experienced depression ("depression/depression made worse by essure/ pre-existing depression"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/ anxiety became worse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("left leg pain"), emotional distress ("emotional pain"), drug dependence ("drug addiction") and drug withdrawal syndrome ("drug withdrawal") and was found to have weight increased ("weight gain after hysterectomy caused by essure; gained 70 ibs."). The patient was treated with alprazolam, fluoxetine hydrochloride (prozac), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo-provera), ondansetron (zofran), sumatriptan, topiramate (topamax) and surgery (laparoscopic salpingectomy, laparoscopic hysterectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, depression and anxiety was resolving, the abdominal pain, menorrhagia, fatigue, weight fluctuation, migraine and nausea had not resolved, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the arthralgia, pain in extremity, weight increased, emotional distress, drug dependence and drug withdrawal syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, drug dependence, drug withdrawal syndrome, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she had weight gain after hysterectomy caused by essure (gained 30 ibs so far). Upon essure removal, there was no portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. All alleged injuries for which not sought medical treatment: fatigue, weight gain after hysterectomy. Dates of removal: 01dec2015, laparoscopic salpingectomy (B)(6) 2016, laparoscopic hysterectomy and left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: the coils were placed in the right position.. Ultrasound scan - on (B)(6) 2014: liver appeared hypoechoic which can be seen with hepatitis. No focal hepatic masses identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,back pain , nausea, vomiting, abdominal pain ,weight gain ,anxiety ,depression ,anxiety, quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2020: plaintiff information form received. Events "drug dependence and drug withdrawal" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad/ chronic pelvic pain'), abdominal pain ('severe abdominal pain/ pain that radiates to the back') and back pain ('severe back pain/lower back pain/sharp ache back pain') in a 29-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2014, c-section in 2012, c-section in 2011, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, opiate withdrawal symptoms, abscesses of skin, tooth pain, viral hepatitis c, diarrhea, cholecystectomy (at the age of 21) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Uterus, cervix, left ovary, robotic-assisted laparoscopic hysterectomy and left oophorectomy: cervix: nabothian cysts and chronic cervicitis. Endometrium: basalis/weakly proliferative pattern with stromal edema and pseudodecidualized change. Serosa: no pathological abnormality. Left adnexa: status post previous salpingectomy with fibrosis, chronic inflammation, pigment dystrophic microcalcifications and change consistent with endometriosis (glands with cdio positive stroma). Benign ovary with multiple cystic follicles, corpus albicans,. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015, congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, endometritis, chest discomfort, dizziness, premenopausal symptoms, vaginal discharge, joint pain, migraine and pyuria. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol since (B)(6) 2015, furosemide (lasix) since (B)(6) 2015 and lisinopril since (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait disturbance, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding/ abnormal bleeding continual bleeding since implant"), dysmenorrhoea ("severe menstrual pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia."). In (B)(6) 2015, the patient experienced depression ("depression/depression made worse by essure/ pre-existing depression"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/ anxiety became worse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("left leg pain"), emotional distress ("emotional pain"), drug dependence ("drug addiction") and drug withdrawal syndrome ("drug withdrawal") and was found to have weight increased ("weight gain after hysterectomy caused by essure; gained 70 ibs."). The patient was treated with alprazolam, fluoxetine hydrochloride (prozac), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo-provera), ondansetron (zofran), sumatriptan, topiramate (topamax) and surgery (laparoscopic salpingectomy, laparoscopic hysterectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, depression and anxiety was resolving, the abdominal pain, menorrhagia, fatigue, weight fluctuation, migraine and nausea had not resolved, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the arthralgia, pain in extremity, weight increased, emotional distress, drug dependence and drug withdrawal syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, drug dependence, drug withdrawal syndrome, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she had weight gain after hysterectomy caused by essure (gained 30 ibs so far). Upon essure removal, there was no portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. All alleged injuries for which not sought medical treatment: fatigue, weight gain after hysterectomy. Dates of removal: (B)(6) 2015, laparoscopic salpingectomy (B)(6) 2016, laparoscopic hysterectomy and left oophorectomy. Essure confirmation test (B)(6) 2015 (per mr) hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: the coils were placed in the right position.. Ultrasound scan - on (B)(6) 2014: liver appeared hypoechoic which can be seen with hepatitis. No focal hepatic masses identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,back pain , nausea, vomiting, abdominal pain ,weight gain ,anxiety ,depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad/ chronic pelvic pain'), abdominal pain ('severe abdominal pain/ pain that radiates to the back') and back pain ('severe back pain/lower back pain/sharp ache back pain') in a 29-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2014, c-section in 2012, c-section in 2011, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, opiate withdrawal symptoms, abscesses of skin, tooth pain, viral hepatitis c, diarrhea, cholecystectomy (at the age of 21) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Uterus, cervix, left ovary, robotic-assisted laparoscopic hysterectomy and left oophorectomy: cervix: nabothian cysts and chronic cervicitis. Endometrium: basalis/weakly proliferative pattern with stromal edema and pseudodecidualized change. Serosa: no pathological abnormality. Left adnexa: status post previous salpingectomy with fibrosis, chronic inflammation, pigment dystrophic microcalcifications and change consistent with endometriosis (glands with cdio positive stroma). Benign ovary with multiple cystic follicles, corpus albicans,. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015, congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, endometritis, chest discomfort, dizziness, premenopausal symptoms, vaginal discharge, joint pain, migraine and pyuria. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol since (B)(6) 2015, furosemide (lasix) since (B)(6) 2015 and lisinopril since (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait disturbance, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding/ abnormal bleeding continual bleeding since implant"), dysmenorrhoea ("severe menstrual pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia."). In (B)(6) 2015, the patient experienced depression ("depression/depression made worse by essure/ pre-existing depression"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/ anxiety became worse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("left leg pain"), emotional distress ("emotional pain"), drug dependence ("drug addiction") and drug withdrawal syndrome ("drug withdrawal") and was found to have weight increased ("weight gain after hysterectomy caused by essure; gained 70 ibs."). The patient was treated with alprazolam, fluoxetine hydrochloride (prozac), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo-provera), ondansetron (zofran), sumatriptan, topiramate (topamax) and surgery (laparoscopic salpingectomy, laparoscopic hysterectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, depression and anxiety was resolving, the abdominal pain, menorrhagia, fatigue, weight fluctuation, migraine and nausea had not resolved, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the arthralgia, pain in extremity, weight increased, emotional distress, drug dependence and drug withdrawal syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, drug dependence, drug withdrawal syndrome, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she had weight gain after hysterectomy caused by essure (gained 30 ibs so far). Upon essure removal, there was no portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. All alleged injuries for which not sought medical treatment: fatigue, weight gain after hysterectomy. Dates of removal: (B)(6) 2015, laparoscopic salpingectomy (B)(6) 2016, laparoscopic hysterectomy and left oophorectomy. Essure confirmation test (B)(6) 2015 (per mr) hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: the coils were placed in the right position.. Ultrasound scan - on (B)(6) 2014: liver appeared hypoechoic which can be seen with hepatitis. No focal hepatic masses identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, nausea, vomiting, abdominal pain, weight gain, anxiety, depression, anxiety. Batch no c06463 production date 2013-12-14 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), back pain ("severe back pain/lower back pain/sharp ache back pain") pelvic pain ("pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad") and genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2014, c-section in 2011, c-section in 2012, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, withdrawal syndrome, abscess neck, tooth pain, viral (B)(6), diarrhea, cholecystectomy (at the age of (B)(6)) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015 and endometritis. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol on (B)(6) 2015, furosemide (lasix) on (B)(6) 2015 and lisinopril on (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), fatigue ("fatigue"), depression ("depression/depression made worse by essure"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), anxiety ("anxiety"), arthralgia ("joint pain") and pain in extremity ("left leg pain"). The patient was treated with alprazolam, hydrocodone, medroxyprogesterone (depo provera), fluoxetine hydrochloride (prozac), lorazepam, ondansetron (zofran), surgery (on or about (B)(6) 2015, patient underwent laparoscopic removal of both devices.), surgery (on (B)(6) 2015-essure was removed by laparoscopic salpingectomy. On (B)(6) 2016, she underwent hysterectomy) and surgery (on (B)(6) 2015-essure was removed by laparoscopic salpingectomy. On (B)(6) 2016, she underwent hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, fatigue, depression, weight fluctuation, migraine and nausea had not resolved, the back pain and pelvic pain was resolving and the genital haemorrhage, anxiety, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she had weight gain after hysterectomy caused by essure (gained 30 ibs so far). Upon essure removal, there was no portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: the coils were placed in the right position. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2014, right upper quadrant ultrasound revealed that the liver appeared hypoechoic which can be seen with (B)(6). No focal hepatic masses identified. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-sep-2017: events added "heavy bleeding, bleeding every day for three months after implant/clotting" started on (B)(6) 2015, "migraines/ bad migraines continued" started on (B)(6) 2015, "nausea", "pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad" started on (B)(6) 2015 with symptom "hard for her to walk","anxiety","joint pain" and "left leg pain". Event outcome of "severe back pain/lower back pain/sharp ache back pain" was updated as recovering / resolving. Events "severe menstrual pain" started on (B)(6) 2015, "pain during intercourse" started on (B)(6) 2015 and "severe abdominal pain" started on (B)(6) 2015. Event verbatim was updated as" severe back pain/lower back pain/sharp ache back pain" started on (B)(6) 2015 and she underwent surgery for back pain. Concomitant diseases, concomitant drugs treatment drugs and lab tests added. On (B)(6) 2017: reporters added, historical condition, concomitant condition, concomitant drug, family history and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/on her left side of her pelvic area, she felt excruciating pain after essure implant/sharp pelvis pain/chronic pain/recurring pain/pain was so bad/ chronic pelvic pain"), abdominal pain ("severe abdominal pain/ pain that radiates to the back"), back pain ("severe back pain/lower back pain/sharp ache back pain") and genital haemorrhage ("heavy bleeding, bleeding every day for three months after implant/clotting/irregular bleeding/ abnormal bleeding continual bleeding since implant") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2014, c-section in 2011, c-section in 2012, c-section in 2004, multigravida, flank pain, fever chills, pyelonephritis, photophobia, cervicogenic headache, vaginitis bacterial, burn of unspecified degree of wrist, pain in extremity, opiate withdrawal symptoms, abscesses of skin, tooth pain, viral hepatitis c, diarrhea, cholecystectomy (at the age of 21) and ex-smoker on (B)(6) 2015. She denied allergy/hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On (B)(6) 2015, she underwent nonspecific abnormal electrocardiogram. On an unspecified day, she underwent hysterosalpingogram test. On an unspecified date, she underwent x-rays and blood work. On an unspecified date, she underwent ultrasound abdomen. Previously administered products included for an unreported indication: ativan and amitriptyline. Concurrent conditions included congestive heart failure, peripartum cardiomyopathy, morbid obesity, dyspnea (father, maternal grandmother), shoulder pain, pleural effusion since (B)(6) 2015, lung nodule since (B)(6) 2015 and endometritis. Family history included hypertension (father, maternal grandmother), type 2 diabetes mellitus (father, maternal grandmother), high cholesterol (member unspecified) and malignant neoplasm of pancreas (father). Concomitant products included carvedilol since (B)(6) 2015, furosemide (lasix) since (B)(6) 2015 and lisinopril since (B)(6) 2015 for heart disorder as well as paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait disturbance, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ bad migraines continued"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia."). In (B)(6) 2015, the patient experienced depression ("depression/depression made worse by essure/ pre-existing depression"). In (B)(6) 2015, the patient experienced anxiety ("anxiety/ anxiety became worse"). On an unknown date, the patient experienced menorrhagia ("heavy bleeding during her menstrual cycle"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), arthralgia ("joint pain"), pain in extremity ("left leg pain") and emotional disorder ("emotional pain") and was found to have weight increased ("weight gain after hysterectomy caused by essure; gained 70 ibs."). The patient was treated with alprazolam, fluoxetine hydrochloride (prozac), hydrocodone, lorazepam, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo-provera), ondansetron (zofran), sumatriptan, topiramate (topamax) and surgery (laparoscopic salpingectomy, laparoscopic hysterectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, depression and anxiety was resolving, the abdominal pain, menorrhagia, fatigue, weight fluctuation, migraine and nausea had not resolved, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the arthralgia, pain in extremity, weight increased and emotional disorder outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she had weight gain after hysterectom y caused by essure (gained 30 ibs so far). Upon essure removal, there was nop portion of essure retained. Due to cardiomyopathy, she had to wear an external defibrillator. Neither plaintiff nor the bayer had the essure that was removed. Plaintiff was unaware about it. All alleged injuries for which not sought medical treatment: fatigue, weight gain after hysterectomy. Dates of removal: (B)(6) 2015, laparoscopic salpingectomy (B)(6) 2016, laparoscopic hysterectomy and left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: the coils were placed in the right position.. Ultrasound scan - on (B)(6) 2014: liver appeared hypoechoic which can be seen with hepatitis. No focal hepatic masses identified. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: weight gain, emotional pain. Outcome of events updated: menstrual pain, heavy bleeding, pain during intercourse, depression, anxiety. Treatment drugs were added. Explanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: events (depression, weight fluctuation) were added to the case. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. She had the devices removed 9 months after the insertion via laparoscopy. This event is anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, given the positive temporal relationship and the absence of alternative explanation, causality with essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.